Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 522 mg/dl. The customer stated that the bolus wizard settings were incorrect, and she was not getting enough insulin for her food intake. Assisted the customer in making the proper changes to the bolus wizard. Nothing further was reported.